Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt could not communicate with the ipg and was unable to charge the device. The pt has been unable to charge the device. The pt has been unable to communicate with the ipg since (B)(6) 2010. An x-ray was taken and did not reveal any anomalies. The sales rep tried several troubleshooting techniques but was unsuccessful. The rep decided to sent the pt a new charger. On (B)(6) 2010, it was reported that the new charger did not resolve the issue, the ipg was replaced on (B)(6) 2010.

Manufacturer narrative:
Eval, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.